Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). On august 29, 2018, it was reported that the device had incomplete mesh of a piece of previously recovered cadaver donor skin and the cutter 1.5:1 with serial number (B)(4) was used at the time of event. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed skin graft mesher serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) eight times as documented in the repair reports in livelink. The last repair was june 16, 2018 where it was reported that the device produced an incomplete mesh and the device was recalibrated. This is not a related issue. The device history record (DHR) and previous repair report reviewed skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. The last repair was june 16, 2018 where it was reported that the device was sent along with skin graft mesher serial number (B)(4) and the deemed non-repairable. This is not a related issue. The device history record (DHR) and previous repair report reviewed skin graft mesher 2:1 ratio cutter, serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. The last repair was june 16, 2018 where it was reported that the device was sent along with skin graft mesher serial number (B)(4) and no parts were replaced. This is not a related issue. Product review of the skin graft mesher on september 10, 2018 revealed that the calibration was out of specifications but produced a passing sample mesh. The roller gear was damaged and the shoulder bolts were worn. 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete cut even after replacing the gear, collars, and bushings and was deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on september 10, 2018 which included replacement of the shoulder bolts, washers, and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per zpo 13.214. The reported event was confirmed since during the product review it was noted that 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete cut even after replacing the gear and collars. The root cause of the reported event could not be specifically determined with the information that was provided since during the product review it was noted that 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete cut even after replacing the gear and collars. It is unknown with the information that was provided how the reported event occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device had incomplete mesh of a piece of previously recovered cadaver donor skin. No adverse events were reported as a result of this malfunction.